Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented remotely via merlin. Net transmission, low pacing impedance was observed on the right ventricular lead. The impedance values were less than lower limit. It was suspected that the impedance change was possibly due to physiology rather than the lead issue. No patient symptoms were reported. The patient will continue to be monitored.